Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap bevel edge and metal cap are not aligned; the glass cap cannot rotate within metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing exhibits minor scratch marks. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the fiber omits the light in the straight direction and not in sideways like the ray, and because of that, there is no safety or indication of connection to where the ray goes". The fiber tip (cap) was not cleaned during the procedure. The procedure was completed utilizing the second fiber. Patient outcome: "ok" reported. No patient injury was reported.